Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Device remains implanted.

Event description:
During arthroscopy knee procedure due to pain the surgeon attempted to remove tibial plate; however, the plate screws were stripped and unable to be removed. The tibial plate and screws remain in place.